Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade unknown. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
Patient reported "many knots and hardenings on both sides" and "capsular fibrosis which got worse and worse" the affected side has not been specified. The device remains implanted.

Event description:
Patient reported unknown side "many knots and hardenings on both sides" and "capsular fibrosis which got worse and worse." Patient later reported "recall," "health problems," and "left device may not be intact according to palpation performed by healthcare professional." The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3, b5, d6b, g2, h6. Reason for reoperation: capsular contracture, baker grade iii and rupture.

Event description:
Healthcare professional later reported capsular contracture, baker grade iii. Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 reason for reoperation: capsular contracture, baker grade iii/IV

Event description:
Healthcare professional later reported capsular contracture, baker grade iii/IV and silicone leakage.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as fold flaw opening. Capsular contracture: unable to observe as it is not related to the manufacturing process. Lump/nodule: unable to observe as it is not related to the manufacturing process. Anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases, non-penetrating nicks and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "many knots and hardenings on both sides" and "capsular fibrosis which got worse and worse" the affected side has not been specified. The device has been explanted.